Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Wheel/casters, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the hydraulic lift with adjustable base of having a severed hex head bolt in the right, rear caster assembly. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Wheel/casters, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the hydraulic lift with adjustable base of having a severed hex head bolt in the right, rear caster assembly. The caller stated the right back caster broke on the lift while she was transporting the patient.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated the right back caster broke on the lift while she was transporting the patient.